Manufacturer narrative:
Examination of the drill shows the drill head has broken off. The break is angular in nature and there are no material voids at the break. Drill shaft is slightly bowed. A review of our internal quality records associated with the involved product confirmed no abnormalities were reported with this product during manufacture, all components passed all manufacturing and quality verifications. According to our records no other complaints have been reported for this manufactured lot. Due to these observations a root cause related to the manufacturing process cannot be established. (B)(4)

Event description:
The drill bit was inserted down the drill guide, a lot of resistance on the drill to drive the drill forward and the drill bit was gone when the dr. Pulled it out, bit is still in the patient.